Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A fifty-five-year-old male patient with a history of type 2 diabetes mellitus, renal insufficiency, and coronary artery disease received an impella 5.5 device for management of heart failure cardiogenic shock secondary to ischemic cardiomyopathy. The patient presented in stage e of the society for cardiovascular angiography and interventions shock classification and was supported with an intra-aortic balloon pump, mechanical ventilation, and three inotropic medications prior to impella implantation, indicating profound shock and severe underlying illness. After one week of impella 5.5 support, the patient demonstrated some hemodynamic improvement and was successfully extubated. On day ten of support, gastrointestinal bleeding was suspected but not confirmed, and the patient was transfused with two units of packed red blood cells. After twenty-eight days of impella 5.5 support, in light of the patient¿s severe disease burden and overall clinical status, the family elected to withdraw care and the patient expired. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.